Event description:
Reportedly, the subject programmer intermittently turns off and will not turn back on.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject programmer intermittently turns off and will not turn back on.